Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump was not working correctly and went off when customer tried to deliver insulin, but call ended before further details were clarified. There was no reported impact to the customer¿s blood glucose level. Customer technical support attempted to call customer back and advised use of pump at that time, and no additional information was received regarding the outcome of the event.